Event description:
The customer reported that the touchpad was not always working, and the screen was blanking out. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer was performing nav-ring/front bezel replacement. It was then reported that the device was having trouble with the display, and the screen was blanking out. The customer requested part information for front and rear bezels and ui display. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported event occurred. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/06/2022, 09/28/2022 and 10/12/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.